Event description:
The customer contacted stryker to report that their device will not turn on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the device and the reported issue was able to be verified and was able to be duplicated. At this time, the customer is refusing repair/additional troubleshooting, the device remains temporarily out of service. The root cause could not be determined.

Event description:
The customer contacted stryker to report that their device will not turn on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.